Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced pain and skin irritation at abutment site in october and (B)(6) 2016 (specific date not reported); subsequently on both occasions the patient was treated with oral and topical antibiotics. The implanted device remains.